Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high ketones and high blood glucose of 554 mg/dl. It was stated that the customer was in a car accident and she was the driver. It was stated that the customer was throwing up and was feeling tired. It was stated that the customer was trying to get her glucose under control for the past three days. Then the customer was taking to the hospital. Troubleshooting was declined, and the mother stated that the doctor recommended having the insulin pump replaced. No further info was provided.